Manufacturer narrative:
Device received unable to perform the displacement or verify unexpected battery power loss anomaly due to cracked and bleeding lcd.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose level was 80 mg/dl. The customer was assisted with troubleshooting. The customer was reported that the insulin pump screen was cracked and pushed in. Troubleshooting was performed for damage. The customer was advised to replace and discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.